Event description:
It was reported the patient has persistent pain at the ipg site which is located in her buttock. The pain began several months ago and the patient consulted with the physician. The patient stopped charging the ipg due to the sensitivity and discomfort felt when placing the charging antenna over the site. It was reported the patient was thin. It was further reported the patient was without stimulation due to the inoperable ipg. Follow-up identified the ipg was explanted and replaced with a smaller ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.